Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [125 mcg/ml] at a dose of 6 mcg/day via an implantable pump for an unknown indication for use. It was reported on 2016-09-27 that the patient had an infection and became more responsive to the baclofen after the infection. It was unknown if the infection was confirmed, when the infection happened, what actions/interventions taken to resolve the infection, and what the cause of the infection was. It was indicated that there was not a device issue, patient/therapy issue, or procedure issue. No further details or information were known or reported.